Event description:
Continuous alarm

Event description:
Continuous alarm. The pump was received for evaluation. The evaluation confirmed customer reported issue of ""device alarms when plugged in."" During visual inspection, damage was found on ic chip on central unit board volumat us. Also found a damaged pump block. Unable to download history due to inoperative cpu board caused by mishandling of the pump. Replaced the defective and parts. Performed full configuration and calibration. After repair, device was found to meet specification.